Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Introducer ¿ difficult/unable to insert: the cause of the insertion difficulty was most likely related to challenging patient anatomy (vessel calcification). Device history review : could not be performed without the given product information.

Event description:
The complainant reported that a patient was being implanted with an impella device, however when the physician attempted to insert the introducer the insertion was not successful due to calcification. The physician decided to abort the impella implant and proceed with the patient¿s procedure without support. No patient harm was reported in relation to this event.

Manufacturer narrative:
Section a. Patient information is unknown. D4. Lot, expiration date. Primary UDI number are unknown. E. Initial reporter is unknown.